Manufacturer narrative:
This report is filed march 18, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report february 11th, 2016. Device not recieved by manufacturer.

Manufacturer narrative:
This report filed january 13th, 2016. Device remains implanted.

Event description:
Per the clinic, the patient developed granulomatous formations around the electrode array. Revision surgery is planned however, this has not occurred as of the date of this report, january 13th, 2016.